Event description:
The customer reported that he ran control tests with the contour next one meter and obtained readings of 264 mg/dl at 2:32 p.m. And 278 mg/dl at 2:33 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in weight as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured in (model#:, lot#: and expiration date), and the device manufacture date could not be determined.

Manufacturer narrative:
The customer did not return the device for evaluation. The lot # of the contour next control solution associated with the event was not provided, therefore, an in-house testing could not be performed. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.